Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an under infusion of gammagard s/d 50gm in 500 ml intended to infuse over 5.5 hours. It was noted that approximately 150 ml remained in the bag at the conclusion of the intended infusion time. There was no patient harm.